Event description:
During thoracentesis, patient began to hemoptysize and apneic. Resuscitation was not successfulinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated. Results of evaluation: design - human factors. Conclusion: device discarded - unable to follow-up, user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded, device use continued with restrictions/limitations, user education provided. The device was destroyed/disposed of.